Manufacturer narrative:
Continuation of medical devices: ddbb2d1 ICD implanted (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, varying impedance, and impedance spikes. Upon follow-up it was discovered that the lead head previously been turned off due to a fracture. The status of the lead is unknown. No patient complications have been reported as a result of this event.